Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, an unspecified number of false positive patient results were obtained on the bd max¿ ext enteric bacterial panel. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had full fill check errors and false positive results. Customer reported repeating full fill check (ffc) errors, the error occurs frequently and on both sides. Service recently performed an intervention and preventative maintenance but found no anomalies. Customer reported the problem has not been resolved and instrument continues to fail, a new problem appeared with false positive results. Service found anomalies in the curve, particularly on channel 680 which is used for amplification control. The batches of cartridges in use are those for which communication has been sent to all customers for a possible signal deviation. Service verified gantry alignment and normalized both readers. Seven customer samples were ran with a new batch of cartridges with positive results; instrument was turned back over to the customer for normal use. This complaint is a confirmed failure of the instrument, and the root cause cannot be determined from the information provided. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, an unspecified number of false positive patient results were obtained on the bd max¿ ext enteric bacterial panel. There was no report of patient impact.